Event description:
After placement of two stents, in a moderately tortuous and calcified proximal/mid lcx lesion, as the catheter was advanced for post-dilatation the wire was pulled back. When repositioning the wire it was noticed that the wire tip had separated. Attempts to retrieve the fragment were unsuccessful. The fragment remains in the pt. The pt was reportedly in stable condition in the ccu.